Event description:
It was reported that during a phenylephrine titrating infusion (80mcg ¿ 200+ mcg over 5 hrs), the pcu became unresponsive to any user key presses. Biomed reported testing the device and could not replicate the issue. However, the event logs were examined and demonstrated that the ¿pcu was not responding to button presses and there was an 800.8000.0 system error.¿ there were 3 lvps attached with unspecified infusions at the time of the event.

Manufacturer narrative:
The customer¿s concern that the pcu became unresponsive to any user key presses was confirmed. Physical inspection noted the device to be in good condition. Some dried fluid was observed on the contact pins of the iuis. There were no other anomalies observed. Review of the error log confirmed an error code 800.8000.0 (general os failure) which occurred on 22feb2019 at 8:16 pm. Analysis of the pcu event log identified events starting at 8:16 pm on 22feb2019, pump module (channel b) is selected and started, pump module (channel c) is selected and started, and finally pump module (channel b) is selected and started in rapid succession. The selecting and starting of the infusion in this manner produced a system error 255-16-275 which the pcu error log records an 800.8000.0 (general software failure). The event log¿s next recorded entry is the pcu powered on, 15may2019. The infusion programming steps were replicated on the pcu and attached pump modules. There were no obvious programming errors observed. The probable cause of the customer¿s report that the pcu became unresponsive to any user key presses is believed to be the result of a software anomaly which generated a system malfunction error code 800.8000.0 (general software failure). The root cause of the system malfunction is believed to be the result of user selecting channels and starting infusions in rapid succession. The software anomaly was identified in tracker (B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a phenylephrine titrating infusion (80mcg ¿ 200 "plus" mcg over 5 hrs.) The pcu became unresponsive to any user key presses. Biomed reported tested the device and could not replicated the issue however the event logs were examined and demonstrated that the ¿pcu was not responding to button presses and there was a 800.8000.0 system error.¿ there were 3 lvp¿s attached with unspecified infusions at the time of the event.